Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via manufacturer representative (rep) regarding a patient receiving intr athecal baclofen (50 mcg/day/500 mcg/ml) via an implantable pump. It was reported that the pump pocket was dehisced on the left side post-implant. External factors included the patient feeling like the care after implant of limited wound monitoring by inpatient facility, poor transferring, and too much pt/ot immediately after implant led to issues. Actions/interventions taken included the pump being explanted and a new pump was implanted on the opposite side. The hcp kept the spinal segment and added new pump segment. The event was resolved at the time of the report.